Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was currently having back spasms in the waist area, and in the middle of their back and spine. The patient stated that their spasms come and go, and when they turn their device off the spasms go away after a few hours. The manufacturing representative reprogrammed the patient, but as of (B)(6) 2017 the patient continues to experience the spasms. They have spoken with a surgeon, and will conduct a thorough look into the patient MRI that has been ordered. The manufacturer representative later reported that they saw the patient with the surgeon and a lead revision will be performed. The surgeon believed that one of the leads is too lateral and might be causing some irritation.